Event description:
Boston scientific received information that this pacemaker displayed high, out-of-range (oor) pacing impedance measurement of greater than 2000 ohms. There was also loss of capture (loc) that resulted to less than two seconds of asystole. This patient underwent a surgical intervention where this device was deactivated and explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device never triggered replacement indicator while implanted. The device was interrogated and verified recording of high, out-of-range (oor) rv impedance measurement. It was noted that there was an increase in impedance since december 2012 and went oor (>2500) in may. This device was attached to 500 ohm pacing load on rv channel and a manual impedance measurement was performed which resulted to 490 ohms (normal). Analysis concluded that this device was functioning normally but field allegations of high, oor pacing impedance and loss of capture (loc) were not confirmed.